Event description:
It was reported that the rui was damaged preventing the motorized motions from working. Compete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rui (remote user interface) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.